Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, mid-shaft and the remainder of the device were checked for damage. Visual examination showed a kink at the nosecone. The outer sheath showed bunching at 63.5cm from the markerband. The mid-shaft showed damage in the form of a kink. The kink was located approximately 3.5cm from the markerband. The stent was returned and fractured. The pull handle was loose in the handle which is an indication of the mid-shaft pulling out from the retainer clip. The handle was separated to visually inspect inside for further damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was further reported that this event was reported via user facility medwatch # (B)(4). Manufacturer MDR ID 2134265-2017-07723 is a duplicate of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stent partially deployed, fractured, and elongated. A 5 x 200 x 130 innova¿ stent was selected for a procedure in the superficial femoral artery. Deployment of the device was initiated over the 0.035 non-bsc guidewire. After approximately 75% of the stent was deployed, the device would no longer deploy. The pull grip was attempted to be used but did not work. The stent fractured at the last quarter and the last quarter remained within the delivery system. The two stent portions were removed. The deployed portion of the stent was removed by snaring the corner of the strut and pulling the device out through the sheath. It appeared as if the stent was elongated. The procedure was completed with three other smaller stents. There were no patient complications and the patient was fine.